Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: the device was reviewed by depuy engineering (B)(4) in (B)(4) which states my assessment is that this complaint is due to wear and tear. Root cause attributed to the device being worn from normal use and servicing. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Engineering from nsw loan kits: "consigned pinnacle quickset graters - reported as blunt'.